Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor calibration check showed the pump is not detecting the correct force. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows evidence of loss of prime warnings associated with non-zero low force. Pump was exercised for 24 hours on a 1.0u/hr basal program; no loss of primes were duplicated during this time. The force sensor calibration check showed the pump is not detecting the correct force. The pump cover and force sensor was removed for investigation. The force sensor resistance was found to be in specifications. The pump cover was removed; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. The loss of prime complaint was verified in the black box but was not duplicated during the investigation. The display lens was scratched. (B)(6).